Event description:
A peritoneal dialysis (pd) patient contact reported to (B)(6) customer service that the patient does not use exsept because it causes a skin reaction. When asked to describe the reaction, contact stated that the product causes the patient¿s skin to become irritated and red. Contacted stated it becomes itchy and develops a rash. Contact stated she had informed the pdrn about the reaction but had not submitted a product complaint. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).